Manufacturer narrative:
The sample was collected in a serum tube with a gel separator. Qc was within the established ranges. A routine system check was performed on (B)(6) 2011 and the results were within the instrument specifications. Service was not dispatched as the customer is not questioning instrument performance at this time. The customer sent the sample to bci for additional testing. Bci customer product line support (cpls) performed heterophile testing on the sample. The cpls was able to replicate the elevated result and no interference was detected. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a higher than expected prostate specific antigen (hyb-psa) result generated by unicel dxi 600 access immunoassay analyzer for one patient. The result was reported out of the laboratory and questioned by the physician because it did not match the clinical history of the patient. Subsequent testing produced a similar result. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.